Event description:
A hospital in the (B)(6) reported that an rt329 infant continuous flow breathing circuit had an adaptor missing from the kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt329 circuit kit was received at our UK regional office, where it was inspected by a trained technician. Results: it was observed that the offset adaptor was missing from the end of the inspiratory limb. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the likely cause of this is failure of production line staff to connect this component when assembling the breathing circuit and failure of production line staff to check this component during visual inspection of the breathing circuit. Operating procedures are in place to assist the operators on the production line to correctly pack breathing circuits. A pack card detailing all components required is displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component in the circuit pack is accounted for. (B)(4),